Manufacturer narrative:
Testing of actual/suspected device (10/3233): a getinge field service engineer (fse) was dispatched to evaluate this unit. The fse confirmed that the battery was unable to charge past the 2nd led and the fse replaced the suspect power management pcb and replaced both batteries as a precautionary measure. The unit passed all the functional and safety checks to the factory specifications. The iabp unit has been returned to the customer and cleared for clinical use. The fse followed up to check if the replacement batteries were working and the batteries were found charged to full capacity. A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during routine check, the cardiosave intra-aortic balloon pump (iabp) was having issues with the battery charger. There was no patient involvement, and no adverse event reported.

Manufacturer narrative:
Updated fields: b4, e1(site country), g3, g6, g7, h2, h4, h6 ( type of investigation, investigation findings,investigation conclusion), h10, h11. Additional information: event site telephone: (B)(6). The defective components were sent for further investigation. The national repair center installed the pcb, power management, rohs into the cardiosave test fixture and tested the pcb, power management, rohs to factory specifications per procedure and the cardiosave service manual. The nrc could not verify the failure of the batteries not charging. The board passed testing. Sending the board to the supplier per procedure. The failure analysist and testing department received the pcb, power management, rohs from the supplier and the supplier could not verify the failure of the batteries not charging. The pcb, power management, rohs passed testing. The board was retained in the fat dept. As per procedure. The non-conformances with the returned components were not confirmed. However, the root cause or the most probable root cause is not confirmed.

Event description:
N/a.